Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open sigmoidectomy procedure, the device could not clamp to the target tissue. The surgeon then used another handle and the device was able to be clamped to the tissue without any problem; however when the surgeon started to fire the device, the firing stopped halfway and could not continue. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.